Event description:
Procedure: colon resection sigmoid. According to the reporter: the staples did not close and the anastomosis was not made. The blade dissected the colon and there was bleeding as well as leakage of the colon content into the peritoneal cavity. Another device was applied and the surgery was delayed for 15 min. The pt needed no transfusion and was released from the hosp.

Manufacturer narrative:
Initial report sent to FDA on 10/29/08.